Event description:
It was reported that during insertion of the intraocular lens, the lens haptics were damaged. The incision was enlarged to remove the lens and a new lens of same model was implanted. The patient's prognosis is good. This event involves the patients left eye. Reference MDR # 2031924-2013-00073 for the lens involved in the event.